Event description:
Material carved to nasal shape removed after two years due to recurring infection. Original date of surgery for implant was 5/22/95. Implanted at the base of the nose for smr (seroplasty). Pt was seen post operatively at one month and two months with no problems indicated. Pt was seen in 11/95, complaining that left columella was sligtly sore. No treatment recommended at this time. Pt was treated for a sinus infection in 2/1996 with antibiotics. 5/96, pt returned complaining of soreness in the right nasal base area (implant area) with puss visible from the implant site. Pt treated with 10 days of prednisone and z-pack (zethermax) for 3 weeks. 7/96, pt was seen with noticeable improvement, but still some secretion at floor of right nostril. After treatment with a 4th round of z-pack, antibiotics were discontinued to see if site would continue to heal on it's own. Pt was to return in 6 weeks for followup. Due to personal conflicts, pt did not return until 2/2/97, at which time she wanted the implant removed. 2/7/97, implant was removed. 2/11/97, pt seen, incision healing well with no visible draining. They will return the implant for investigation.